Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Angina and stenosis are listed in the xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that on (B)(6) 2013, the patient underwent coronary intervention to treat unstable angina. The de novo lesion was located in the 46-50% stenosed left posterolateral branch. Pre-dilatation was performed prior to placement of a 2.25 x 12 mm xience prime stent, after which post-dilatation was performed. During the procedure, a dissection occurred distal to the target lesion due to contrast media injection. The dissection was treated with a 2.25 x 8 mm xience prime. The dissection was resolved. On (B)(6) 2014 ,the patient presented with stable angina. On (B)(6) 2015 ,percutaneous coronary intervention was performed with a drug eluting balloon in the lesion where the 2.25 x 12 mm xience prime was located due to in-stent restenosis. The event was resolved. On (B)(6) 2015, during the one year follow-up, it was confirmed that there were no issues. No additional information was provided.